Event description:
The product was used during a thoracoscopic esophagectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.